Event description:
It was reported that the whole wire assembly came out after removing the battery pack from the plastic housing. Upon discarding the wire assembly into a bucket, it melted a hole in the side of the bucket. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This record is being submitted because the investigation has been completed.

Event description:
It was reported that the whole wire assembly came out after removing the battery pack from the plastic housing. Upon discarding the wire assembly into a bucket, it melted a hole in the side of the bucket. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.